Event description:
It was reported that during the implant, the lead helix extension and retraction test was performed. The lead was positioned as usual and the helix was extended. When attempting to reposition the lead because the data was not good, the helix would not retract. Even out of the patient, the lead helix would not retract. Another lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) - the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood on the distal electrode. (B)(4).